Event description:
During a coronary drug eluting stenting treatment procedure, the stent shaft broke. The target lesion was locacted in the moderately tortuous, severely calcified, 99% stenosed right coronary artery (rca). The vessel was predilated with a 2.00x15 maverick balloon and a 2.50 mm taxus express2 drug eluting stent was placed in the distal rca. Then a 3.50x28mm taxus stent was advanced to the rca, but was unable to cross the lesion. Upon removal of the stent delivery system, the shaft broke while outside the patient body. The procedure was successfully completed with another 3.50x28mm taxus stent. No patient complications were reported. The patient status is reported as "satisfactory/good".